Event description:
It was reported by the patient that the remote monitor was no longer receiving power. It was further reported that the patient had discovered that ants had gotten inside the monitor, they were vacuumed out but the monitor did not work after that. The monitor had been able to successfully transmit in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.